Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the following components: air/water cylinder, forceps channel port, plastic distal end cover, nozzle, and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may have been unremoved because the reprocessing was not conducted properly due to a leakage on the scope connector cover and due to a pinhole in the air/water channel; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. The preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.